Event description:
The company representative was asked to turn the patient's device off for MRI due to spinal tumor, and the physicians also wanted the device to be checked because the patient was having increased seizures so they were wondering if the battery was depleted. The physicians at the hospital ended up checking the device and it was noted that the battery was not depleted. Per the company rep, the physicians did not assess the cause of the seizures since they were treating the patient for a separate non-seizure related issue. No further relevant information has been received to date.